Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer inadvertently dropped the pump, an unidentified malfunction alarm occurred and the pump display turned off. When the pump was plugged into a power source to charge, it was warm to the touch. Pump display did not turn on after it was charged. Customer's blood glucose was 290 mg/dl. Customer reverted to using manual injections for insulin therapy.